Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. H6 type of investigation: labelling review h6 investigation conclusions: adverse event related to patient anatomy and/or condition. The complaint for chordae damaged in attempt to capture leaflet was confirmed with empirical evidence based on clinical specialist complaint description and call meeting. Available information suggests operational context likely contributed to the event due to the patient's degraded tissue integrity and possible chord entanglement. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification of a pascal in mitral procedure where chordae damage was reported. At first grasp with the second ace device, patient had trace-mild mr (mitral regurgitation) but gradient of 6mm. Due to patients age, physician wanted to reposition and move closer to the first ace in an attempt to lower the gradient. After releasing and repositioning, pml (posterior mitral leaflet) proved very difficult to grasp. Noted was degraded tissue integrity and possible chord entanglement but difficult to pinpoint as device was always responsive. Fluoro always used to look at catheter interaction/bowing. The second device was then placed a3/p3. There continued to be worsening mr and more evidence of multiple medial commissural chordae flails. At this point patient was hemodynamically unstable/ on more epinephrine. Decision was made to get cts (cardiothoracic surgeon) consult; iabp (intra-aortic balloon pump) was placed, and the patient went to the or (operating room) for a mvr. Mr was mild before the chordae damage. After the chordae damage mr was reported as severe.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.